Manufacturer narrative:
This report is submitted on march 03, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on all electrodes. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 02, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with another cochlear device as of the date of this report. This report is submitted on november 1, 2022.